Manufacturer narrative:
Upon return to the MFR, the contact lens was examined and found to meet prescribed parameters, but there is a tear in the optic of the lens. The source of the tear is not known, although may be due to handling of the lens by the patient during normal cleaning and maintenance regimen. One torn lens was identified in the manufacturing of the product, and was discarded and replaced before the initial shipment (of six identical lens). The tear in the optical portion of the lens probably contributed to the corneal ulcer due to continued wearing of the lens by the patient, causing irritation. Replacement of the lens and treatment of the ulcer by the eyecare practitioner eliminated the problem.

Event description:
The patient presented at the eyecare practitioner with a corneal ulcer. The practitioner treated the eye with occifloxacin drops, and the ulcer healed within one week. The ulcer was linked to contact lens use, and the lens was returned to the MFR for examination. The patient has resumed contact lens use without problems.